Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator (epg) stopped pacing for about two to three seconds. There were about two to three waveforms where there was no pacing spike. Technical support (ts) asked the caller what the rate was set for and the caller answered that the rate was 79 based on the strip. The patient was sitting and not moving around when the issue occurred. Technical support (ts) asked the caller if the pacing spike was at the first bump, p-wave or right at the beginning of the larger wave and the caller noted that it was the r wave and there were no other pacing spikes. The epg was pacing vvi or ventricular only, but the caller could not answer if the mode was set to either ddd or vvi. The output and sensitively settings were unknown. The pacing lead, catheter, and wire were also unknown. The caller will test the epg on the sigma pace analyzer for a few days and will probably return the device for analysis. No patient complications were reported as a result of this event.

Event description:
Further information reported the mode was operating in ddd mode. Ventricular output was set at 5 ma (milliamps), atrial output was set at 20 ma, ventricular sensitivity was set at 20 mv (millivolts), and atrial sensitivity was set at 5 mv. The pacing leads used were epicardial leads. The biomed did long term testing of the ventricular channel and approximately 345,600 pulse were detected and there were no errors. The epg was returned for evaluation. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was also noted that the upper case was broken, the lower case was broken, two side bail covers were contaminated, the ring cover was broken, the battery contacts were compressed, and the ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.